Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Renal dysfunction and neurological dysfunction are known potential complications associated with all patients implanted with vad's. The instructions for use (IFU) addresses guidelines for optimal patient management. With review of the available information there was no evidence of any device malfunction or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event seizure and renal dysfunction. Based on the available information a definitive root cause cannot be conclusively determined; however the patient has a known history of chronic renal disease. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, implant procedure, the patient's clinical status prior to the implant procedure, and pre-implant history significant for chronic disease and dilated, viral cardiomyopathy. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient experienced seizure and renal dysfunction the day following vad implant procedure. The patient's creatinine was 12 mg/dl. The patient was reported to be on heparin for anticoagulation therapy during the time of the event. He was discharged home on (B)(6) 2016. No further information was provided.